Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 125cc saline prosthesis. Deflation was diagnosed through a physician¿s examination on (B)(6) 2018. As a result, prosthesis replacement with a mentor smooth round moderate profile 275cc saline prosthesis was performed on (B)(6) 2017.

Manufacturer narrative:
On 03/27/2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. On 03/27/2018, it was reported to mentor that facility name is (B)(6). On 04/13/2018, the investigational analysis has been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Pe discovered a rent measuring approximately 1.6 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).